Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down multiple times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The data file was returned to zoll medical corporation for evaluation. No conclusion could be drawn from the data file information. The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.